Event description:
It was reported by the (B)(4) study that the patient experienced phrenic stimulation after implant with moderate pacing threshold. The pacing threshold was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found.